Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record and previous service record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Review of the complaint history based on the above keywords found no other similar events related to the reported device; as such, no further additional action is required at this time. The reported event was confirmed by the service technician who performed the evaluation and repair. On 8 may 2019, it was reported that the screen on a mesher was bent. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as 1.5:1 cutter serial number (B)(6) and 3:1 cutter serial number (B)(6) for evaluation. Evaluation of the mesher on 23 may 2019 noted that the pre-calibration testing and the test cut could not be performed due to a bent comb. Evaluations of the returned 1.5:1 and 2:1 cutters on the same day noted that both cutters produced a passing cut. Repair of the mesher occurred the same day and involved replacing the comb, roller, and the gear. The technician then recalibrated the device and verified that it was functioning as intended. The mesher and the two cutters were then returned to the customer without further incident. The device and the cutters were tested, inspected, and repaired. Reference numbers (B)(4), (B)(4), and (B)(4) on 8 may 2019. While the service technician confirmed that the comb was bent, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
Event occurred during cleaning. No additional event information is available.

Manufacturer narrative:
(B)(4). The customer has indicated that the device is being returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental / final report will be filed accordingly.

Event description:
It was reported that the screen was bent. No adverse events were reported as a result of this malfunction.